Event description:
It was reported that the patient was having issues while using her spinal pak device. The patient¿s hand became stiff, and she was not able to close her hand at some point. The patient stated that this issue started on the second day of treating with the device. Her pain level is an 8 out of 10. She has not increased her daily activities. The patient did not speak with her doctor. She wanted to call zimvie first. The patient is taking pain medication. The patient was advised to conduct the time test and to call back with any issues. No further consequences have been reported at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was having issues while using her spinal pak device. The patient¿s hand became stiff, and she was not able to close her hand at some point. The patient stated that this issue started on the second day of treating with the device. Her pain level is an 8 out of 10. She has not increased her daily activities. The patient did not speak with her doctor. She wanted to call zimvie first. The patient is taking pain medication. The patient was advised to conduct the time test and to call back with any issues. No further consequences have been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.